Manufacturer narrative:
An event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation:not performed as no medical records were provided. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review of the complaint history confirmed that there were no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was being revised for flexion instability. Femur was revised and replaced with ts femur. Poly had significant damage to it at 9 months post op.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was being revised for flexion instability. Femur was revised and replaced with ts femur. Poly had significant damage to it at 9 months post op.